Manufacturer narrative:
Additional information received - presented on (B)(6) 2016 from sub-acute rehab with anemia. Turns out the patient had medical history of anemia. Hgb 8.8 and inr 2.6 on admission. On (B)(6) 2016: push enteroscopy with gastric avm, duodenal ulcer and gastritis - treated with apc. On (B)(6) 2016: egd showed non-bleeding gastric avm vs. Polyp - treated with apc. The patient's anticoagulation was controlled. Held asa/warfarin on admission. Warfarin restarted on (B)(6) 2016. The therapeutic team can't say with 100% certainty that its vad related. On (B)(6) 2016: fecal occult blood positive, gi re-consulted. The patient with hemorrhoidal bleeding. Continued octreotide x 3 months/ppi/sucralfate per gi recommendations. Iron levels low - completed IV venofer, continued oral iron supplements. On (B)(6) 2016: the patient discharged home with stable hgb of 8.8. Gi bleeding and specifically avms are known potential complications that may be associated with all patients implanted with vads as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management including therapeutic anticoagulation guidelines. Although a definitive cause and relationship to the device cannot be determined, with review of the available information there is no indication of any device malfunction or performance issues impacting the events. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Gi bleeding/av malformations, pericardial effusion/tamponade, platelet dysfunction and sensitivity to aspirin are known potential complications associated with all patients implanted with vads. The instructions for use (IFU) addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported by a medical personnel that the patient was admitted on (B)(6) 2016 for gastrointestinal (gi) bleeding. No relevant medications were reported. Anticoagulation was held during the hospitalization. The patient had multiple gi procedures during admission. Investigation is ongoing.